Manufacturer narrative:
The evaluation of the returned device, did not reveal any device-related issues. A direct correlation between the device and the reported elevation in the patient's lactate dehydrogenase level could not be conclusively established through this evaluation. The pump was returned assembled with the percutaneous lead (lead) severed approximately 3 inches from the pump housing. The remainder of the lead was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow conduit (sealed outflow graft, sealed outflow graft bend relief, and outlet elbow) was returned attached to the pump¿s outlet port. The sealed outflow graft bend relief collar was attached to the graft attachment and bend relief hardware, and the apical sewing ring was secured to the distal end of the inlet tube. Upon disassembly of the returned device, visual inspection of the smooth and textured blood-contacting surfaces revealed no evidence of developed depositions or thrombus formations that would have contributed to a functional issue. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Unique identifier (UDI) # (device identifier): device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years and 11 months. The device was returned for investigation. The evaluation is not yet complete. The event occurred at (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient underwent a heart transplant on (B)(6) 2017 due to organ availability. Reportedly, the patient experienced constantly elevated levels of lactate dehydrogenase without accompanying clinical symptoms. No additional information was provided.